Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of noise. The patient has a pain stimulator implanted near the shoulder on the left side. The patient is scheduled for an office follow-up to check the system. There were no additional adverse patient effects. The system remains implanted.